Event description:
Suspected bowel injury treated with temporary diverting colostomy. Perforation in redundant loop of bowel. Injury cause cannot be definitely determined, however, two separate technique deviations cannot be ruled out as contributing to the event.

Manufacturer narrative:
Age and weight of pt are not known to manufacturer. There is no indication of any out of specification condition. The most likely cause of this injury appears to be two significant technique deviations employed by the surgeon. The first was an incision that was several inches higher than shown in the technique. The incision was done, and the first blunt probe were introduced prior to the required fluoroscopic guidance being used. The second deviation that could have contributed to this event was the use of a mallet to advance the exchange bushing.